Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacemaker/cardio/defib - 2008 (B)(6); 507645 implantable pacing lead - 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead¿s impedance was out of range, there was noise, and lead fracture was suspected. It was noted that there was a sudden increase and on two days the lead impedance had a wide variance more than twice the baseline with a saw tooth pattern. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that all electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.